Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, after the device was inserted into the patient, the balloon ruptured while it was in place, causing the catheter to dislodge and fall out of the body. The device was tested before uses and inflated to 10 ml of distilled water. Patient pain was unconfirmed as the balloon spontaneously expelled shortly after rupture.